Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. During the evaluation it was noted that the device failed a test step for nurse call on. There were no significant event(s) in the error log(s). In conclusion the device interface board was replaced to address the issue. The device passed all testing. Additionally, during the service of the device, components were only replaced as part of maintenance of the device unrelated to the reportable malfunction/issue.